Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulties occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00 x 20mm synergy? Xd drug-eluting stent was deployed for treatment. The stent balloon was inflated at nominal pressure for 30 seconds. After waiting 15 seconds for balloon deflation, difficulty was encountered while attempting to withdraw the stent balloon from within the deployed stent. The guide also became deeply inserted into the left main. The stent balloon was eventually removed in one piece, and the procedure was completed. No patient complications were reported.